Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or frozen screen noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's daughter had a button error on their insulin pump. The customer's blood glucose at the time was unknown. It was reported that the customer's daughter was about to conduct a bolus when the button error alarm occurred. The customer's father states the device's screen is frozen. The device is being returned for analysis and being replaced.